Event description:
Patient cut the lead body that was protruding from the neck and presented to the physician. Physician brought the patient into the operating room, observed signs of infection, and removed the entire inspire system. Physician prescribed antibiotics after the procedure.